Manufacturer narrative:
Investigation outcome: on (B)(6) 2024, during setup for a patient with basal ganglia hemorrhage, a raphael color ventilator triggered technical fault code #2 (¿2¿) during power-on. The unit was not yet connected to the patient, and another ventilator was used instead. The patient was unaffected. The manufacturer reviewed the report and clarified that the failure occurred before use, not during ventilation as initially stated. According to the service manual you provided, fault #2 refers to high current in the inspiratory or expiratory valve coils, suggesting electrical or material degradation. However, because the ventilator had been repaired by a third-party company without traceability, the manufacturer could not validate whether this was a component defect or maintenance issue. The unit was produced in 2011 and had exceeded its intended service life by over a decade. 1. The ventilator has been discontinued. 2. The machine was produced in 2011 and has exceeded its expiration date. 3. Our agent engineer regularly visits the hospital and promptly solves any problems to ensure the normal use of the machine. 4. When preparing to use the ventilator, the problem was discovered that the machine was not connected to the patient and did not cause any harm to the patient. Similar issues can always be detected and stopped from use during pre installation inspections and are unlikely to cause harm. Therefore, this event does not meet the definition of an adverse event and does not require a declaration of an adverse event. In summary, the risk is completely controllable and no control measures need to be taken this case is considered as closed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
Hamilton medical ag received the following incident description: the raphael ventilator alert for ¿fault 2¿ error. Investigation shows that the event occurred during the pre-operational checks. There was no patient involvement. The raphael ventilator was replaced. The available information reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event is assessed as reportable. Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.